Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The service representative re-seated the work station and the generator printed circuit boards. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system powered off, and failed to boot up. No patient injury was reported.